Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 86-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. During support, the team lifted up the power cord for a ventilator to pass underneath. The cord came out of the automated impella controller (aic) plug in the outlet. The impella pump and purge system were switched over to a new aic without issue. There was no patient harm.